Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false negative anti-hbc result for one patient sample. The discrepancy was noticed when the same patient sample was tested for qualitative hbsag. The patient sample was retested in duplicate with reactive anti-hbc results. The false negative anti-hbc result was not reported outside the laboratory, and there was no adverse impact to patient management reported.